Manufacturer narrative:
(B)(4). Method: the complaint bc161-10 bubble CPAP system was returned to our regional office in (B)(4). Our investigation is based on the information and photograph provided by our regional office in (B)(4). Results: visual inspection of the photograph provided showed tiny holes in the expiratory limb of the complaint device. Conclusion: we are unable to determine what may have caused the reported failure. All bcpap delivery tubes are 100% leak tested and those that fail are rejected. This suggests that the damage developed post production, most likely at the healthcare facility. The user instructions for the bc161-10 bubble CPAP system state the following: -do not use if product or packaging is damaged. -always use pressure monitoring to verify that the patient is receiving the presribed CPAP level. -test circuit for occlusions and pressure leaks using the flow elbow provided before connection to the infant.

Event description:
A hospital in (B)(6) reported via a distributor that the expiratory limb of the bc161-10 bubble CPAP system had tiny holes. No patient consequence was reported.

Manufacturer narrative:
(B)(4). The complaint bc161-10 bubble CPAP system was returned to our regional office in (B)(4). We are currently attempting to obtain further information from the healthcare facility with regards to the reported event, to determine if the device had a malfunction which caused or contributed to the reported event. We will submit a follow-up report upon completion of our investigation.

Event description:
A hospital in (B)(6) reported via a distributor that the expiratory limb of the bc161-10 bubble CPAP system had tiny holes. No patient consequence was reported.